Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device failed to shock in AED mode. The following analysis by the device identified vtach (ventricular tachycardia) and a shock was provided which resuscitated the patient. There was no adverse event to the patient or user, but we are considering this event to be a serious injury based on the report that the treatment was interrupted during a life-threatening situation.